Manufacturer narrative:
The investigation determined that the issue was resolved by the service actions.

Manufacturer narrative:
The sodium electrode lot number was evk with an expiration date of 18-aug-2026. The field service engineer found there were worn vacuum nozzles, and the dilution vessel was chipped. He adjusted the vacuum nozzles and replaced the dilution vessels. He performed reagent primes and ise checks successfully. He performed ise calibration, qc, and precision testing successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double) analyzer. The sample was repeated on another analyzer due to delta checks. The initial sodium result was 158 mmol/l, and the repeat result was 147 mmol/l. The repeat result was believed to be correct.